Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation: the batch paperwork for this reported complaint could not be reviewed as the lot number is unknown. No sample returned for evaluation. Three samples were taken from stock, lot numbers 201312089x, 201311049x, 201311233x all 60xltcp were reviewed. The inner cannula was placed in each unit. Visual examination confirms that the inner cannulas did not occlude or block the internal diameter of tubing. The reported defect could not be detected on the samples inspected. Review of our in house controls procedure to carry out kink test and final cut length check confirms that if the defect outlined in this report was present during inspection it would not have gone undetected. There is no evidence to suggest that the reported defect occurred in house. Without the actual sample a full evaluation could not be conducted. The evaluated devices were found to operate as they were intended. (B)(4).

Manufacturer narrative:
(B)(4). We are unable to determine the exact cause for this specific event however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending.

Event description:
Customer reports that during bronchoscopy, inner cannula collapsed upon itself lengthwise causing the scope to be lodged in the airway and also making it impossible to remove the inner cannula. Customer reports device was in use for 15 days when problem occurred. Another device was used without further consequences. The info provided suggest that decannulation and recannulation of a replacement tube was required. Pt remains in critical care. The device is not being returned, it was discarded by the customer.